Event description:
It was reported that pump battery depleted too quickly, would not charge properly using non-Tandem USB cable and wall adapter, and shutdown occurred, leading to loss of insulin delivery until pump was restarted and charging supplies were changed. Customer¿s blood glucose level was reported as ¿High,¿ above 500 mg/dL, but exact value was unknown. Customer gave correction insulin by injection and through pump, changed to a secondary non-Tandem charging cable and a secondary non-Tandem wall adapter to restore charging, and received education from Technical Support on battery and charging best practices, with replacement charging supplies arranged and instructions to monitor system and call back if issue persisted.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.